Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the calcified, 90% stenosed left anterior descending (lad) artery. The balloon rupture occurred at 16 atms during the initial inflation. The procedure was completed with another quantum maverick monorail balloon catheter. There were no reported pt complications. Pt status listed as "good".